Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed activation associated with the difficulty detaching the clip from the delivery catheter appears to be due to procedural circumstances (dc shaft and clip unaligned). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulty detaching from the clip delivery system. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw was placed on the valve. During deployment, the clip could not detach from the delivery catheter. Standard troubleshooting was performed, allowing the clip to detach. The mr was reduced to grade 1-2. There was no reported adverse patient effects or clinically significant delay. No additional information was provided.